Event description:
Pt self tester alleges discrepant results with meter compared to lab. About 90 minutes between each set of results over an 8 week period of time. Pt's target therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.